Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer was unable to hear alarms. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that the customer was unable to hear alarms. The device was in clinical use but no patient or user was harmed at the time the issue was discovered.

Manufacturer narrative:
The philips remote service engineer (rse) confirmed the issue over remote assistance. The rse had the customer restart the patient information center ix (pic ix) and confirmed the alarm began to sound normally again. A philips technical consultant (tc) then went onsite for further assistance and confirmed that the there were no central monitor software or hardware errors and also reconnected the speaker for preventive measures. The cause of the issue was not determined, provided, or confirmed therefore this will be considered a malfunction of the device.